Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a lower extremity angiogram with possible percutaneous transluminal angioplasty via access in the left common femoral artery, a flexor ansel guiding sheath unraveled and separated. The aorta was ¿very, very calcified¿ and the bifurcation was acute. Reportedly, the dilator was inserted, and the user attempted to withdraw the sheath; however, the sheath stuck at the aortic bifurcation and began to unravel and break. Access was obtained in the right groin with a 7-french sheath, and advanced vascular procedures were used to snare the wire guide and remove the separated sheath from the ¿other side¿. Per the reporter, the sheath, which was retrieved in multiple pieces, was entirely removed from the patient, and no foreign body was retained. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Additional information has been requested but is not available at this time.